Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the error code was not duplicated during power up. The reported problem was not duplicated but it was noted that there were multiple "pump settings and patient data lost" messages found in the event log. This other error message was not able to be duplicated either. The main board was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with error 42224. There was no patient present at the time of the event. There were no reported adverse events.